Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. The device was not returned as it was discarded after the explant procedure. Per the instructions for use of the device, infection is a known possible risk while using the prometra programmable pump. The attending physician also stated that they suspect that the patient had an allergic reaction, but the exact root cause for the infection could not be determined. (B)(4).

Event description:
Representative contacted technical solutions to report a pump explant due to infection. Representative stated that the pump site became infected shortly after the pump was implanted and that the patient had been on antibiotics since the implant to fight the infection. The pump site eventually opened as a result of the infection. The pump was later explanted. Physician stated that they suspect that the patient had an allergic reaction.